Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault as upon receipt, it was observed that the -ve terminal pogo-pin was shorter than the other pins but would extend from its barrel upon rotation of the device. Measurements taken during the investigation confirmed the failure of the -ve pogo-pin. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device exhibits a pogo pin failure. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on which may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device exhibits a pogo pin failure. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on which may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.